Manufacturer narrative:
(B)(4). The device was received in damaged condition with kink at about 7.5 cm from the prox end and shaped tip. The soldered dome was corroded. The pressure sensor and sensor housing were covered with debris. Add'l debris was also observed on the wire distal tip. The signal test was performed and intermittent signal with artifacts when flexed/manipulated near the connector was observed. Any physical damaged to the wire such as kink on the hypotube may damage the inner microcable resulting to stable signal. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. There was no report of wire handling difficulties. A corroded tip dome could contribute to decrease wire handling performance. The pt did not require add'l interventions and no symptoms of vascular injury (myocardial infarction, ischemic ECG changes. Vessel spasm) or adverse events occurred. In the event that all or part of the corroded possibly have experienced the aforementioned vascular events. The initial report from the customer did not include any report of a damaged tip soldered dome. From the time the wire was removed from the pt and returned to volcano corporation, it is unk as to how the exposure to extrinsic factors (elapsed time, body fluid, returned packaging technique) could have affected the overall condition of the wire. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The observed corrosion on the distal tip dome is being investigated by the MFR. If add'l info becomes available at a later date, an updated report will be submitted.

Event description:
It was reported that the pd value disappeared during measurement. The ffr procedure was aborted. It was further reported that no resistance was met during use and no health hazard occurred to the pt. The customer had no reported any other findings however, when the pressure guidewire was returned to the MFR investigative results revealed a partially corroded distal tip dome.